Event description:
The pt, status post-heart valve replacement, was being monitored using a system that provides telemetry alarms via page. At approximately 0645, the pt was noted to have pacemaker non-capture by an rn as she walked by the central monitoring system. The rn immediately checked the pt, who was found to be unresponsive. Resuscitative efforts were initiated but were unsuccessful and the pt was pronounced dead. Upon waveform review in the monitoring system, the pt was noted to have had a self-limiting run of ventricular tachycardia followed by pacemaker non-capture for nearly 40 minutes before being discovered. A review of the record of paging alarms revealed that no paging alarm went out for the pacemaker non-capture. No other telemetry paging problems were noted prior to or after this event.